Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a device check. Upon interrogation, the pulse generator exhibited premature end of life. No intervention or additional information was reported.

Event description:
New information reported stated that on (B)(6) 2016 the device was explanted. No additional information was reported.